Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a fall. In turn, the patient underwent an unrelated procedure and the lead appeared to be damaged. As a result, the lead was explanted and replaced. Therapy was restored post operatively.